Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The investigation confirmed the separation. The investigation determined that the cause of the difficulty advancing, difficulty removing, and separation was due to circumstances of the procedure. The device was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the instructions for use states: should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. In this case, the tip becoming entrapped requiring force during removal appears to be related to circumstances of the procedure. The investigation determined the reported difficulty advancing, difficulty removing, and separation were due to the circumstances of the procedure. It may be possible that the introducer sheath was kinked or collapsed causing the tip to become entrapped in the introducer, which induced enough tensile force to stretch, then separate the inner member and tip. The additional noted separation, deformations are related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, 90% stenosed superficial femoral artery. A 5.5x200mm supera self expanding stent delivery system (sess) was being advanced through a non-abbott 6f introducer sheath when resistance was felt. The sess was being removed when it felt resistance and force was used. It was noted that the tip separated in the introducer sheath, so the sheath was removed with the tip inside. It was confirmed that no portion of the device remains in the patient anatomy. A 5.5x180mm supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.